Event description:
It was reported that pn 31g 8mm 5b 105bx de cannula breaks off during use. The following information was provided by the initial reporter: a pen needle broke off during the injection and the tip of the needle is probably still in the thigh.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes. D.10 returned to manufacturer on: 2020-09-03. H.6. Investigation summary: one open 31g x 8mm pen needle sample was returned from lot. No. 0084080, cat. No.320524. Visual examination was carried out on the returned sample and a broken patient end of cannula was observed. An indentation mark on the hub was also observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause of this issue was incorrect loading of the shield to the hub at the shielding station. CAPA 290556 was raised to address this issue. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pn 31 g 8 mm 5 b 105 bx de cannula breaks off during use. The following information was provided by the initial reporter: a pen needle broke off during the injection and the tip of the needle is probably still in the thigh.